Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed an image storage error. During troubleshooting, the fse found that the equipment room was very hot, and the poor ac was also causing an extreme amount of dust which is visible on the pcs in the racks. The dust and the heat are likely the cause of the pc failure. Review of the system log file showed that the temperature in the room was extremely high, and the internal temperatures of the pcs were out of the normal range which resulted in the image storage problem of the x-ray pc. The fse replaced the x-ray pc, hard drives and reinstalled the software. The defective x-ray pc was returned for further analysis. The analysis confirmed the malfunction of the x-ray pc and identified that hard disk drive bay was failed. Following the replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image storage was not possible because of an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.